Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2015 and absorbable straps were used to fixate the mesh. During the procedure, the end broke off of the device. Another like device was used to complete the procedure. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The evaluation found the cannula cap has been detached from the cannula tabs and is missing.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.